Event description:
On (B)(6) 2025, the patient reported difficulty attaching the connector to the cartridge due to air bubbles. Agent guided patient to remove the bubbles, after which the luer connector was attached successfully. The patient did a complete supply change and corrected blood glucose (bg). Blood glucose (bg) was 319 mg/dl at time of call with no symptoms and later decreased to 179 mg/dl. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.